Manufacturer narrative:
Concomitant medical products: product ID 37711, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a broken connector pin.

Event description:
The consumer reported that the patient was having trouble getting the implantable neurostimulator (ins) to charge up and stay charged. It was noted the ins would not last a full day before it went dead again. It was noted this issue started about 1 month prior to the report. The reporter stated that the patient was not charging any differently that she had been in the past and she only had to charge every two weeks. It was noted that the patient waited until the coupling bars were full until she knew she had fully charged her ins. The reporter noted that at times the patient could get up to 8 coupling bars shaded. It was noted that the patient was not sure if she was seeing the charge complete screen when completing the charging session. The reporter noted the patient would sit there for 24 hours with the recharger on her back. It was noted the ins would still die quickly. It was noted that the patient lost her programmer a year or more ago so she had not made any adjustments to the stimulation level. It was noted that the patient always had her stimulation on and she hadn&#62752;had any reprogramming done. It was noted the patient got her ins checked everything month at the health care professional&#62688;office. The patient had a new recharger belt sent to her but it did not solve the issue. It was noted that the patient saw the health care professional on the day prior to the report. It was noted that they were unable to pick up any sort of reading. The reporter noted that the recharger appeared to be working as intended by what the patient had explained. Additional information received reported that the recharger was not charging. It was further reported that the desktop charger connector pin was broken. It appeared to have occurred through product use. No patient harm reported. Relevant medical history included post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
(B)(4)